Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy procedure, the cannula broke. Surgeon's 5mm instruments were getting stuck inside the trocar by the seal while inserting or removing it. Nothing was done to resolve as the surgeon dealt with the issueof his instruments sticking. Surgeon opened up a new trocar to use for the case. There was no patient injury.